Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the right master tool manipulator (mtmr). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted cystectomy surgical procedure, the surgeon reported to the technical support engineer (tse) that the surgeon side console (ssc) had some issues with the master tool manipulator right (mtmr). When the surgeon started the system, the mtmr was not moving during the self-test. The tse found error 25588 in the logs pointing to the axis 6 mtmr. The surgeon confirmed the arm was free to move. The tse suggested power cycle with cb and after restart the mtmr failed post again. The procedure was starting using other ssc. The field service engineer (fse) was dispatched. The procedure was completed as planned with no patient harm, adverse outcome, or injury.